Manufacturer narrative:
Patient identifier, corrected data: (B)(6). Initial MDR inadvertently did not list the patient identifier. Date of event, corrected date: (B)(6) 2017. Initial MDR inadvertently did not list the event date.

Event description:
An article was received that reported multiple adverse events and deaths. The current report captures the deaths associated with the generator. MFR.report # 1644487-2017-04314 captures the adverse events reported by the article. MFR. Report # 1644487-2017-04339 captures the report of paralysis discussed in the article. Three patients died: one due to state of epilepsy malady, one due to respiratory infection and one due to sudden unexplained death in the epileptic patient. No further relevant information has been received to date.